Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Affiliate reported that at two times the lead screw has not rotated. The customer reported pump as no alarm. Tried several set changes, but it didn't work.